Manufacturer narrative:
The surgery center has reported at a 4 week post op exam, the dlk symptoms have been resolved. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient was presented with stage 1 diffuse lamellar keratitis (dlk) on the left eye (os) at a 6 day post-operative exam. A brief description from the surgery center indicated sans corrected visual acuity on left eye (os) was 20/40 and on right eye (od) 20/20. The patient's comments was that there was no symptoms. Vision blurred was expected as this was a normal hyperopic treatment. Pred forte (pf) 1%, (topical steroid) was increased and then gradually tapered. Bcva from (B)(6) 2016: right eye pre-op 20/20 2.75 x .00 x 90. Left eye pre-op 20/20 3.00 x -.25 x 171.